Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced atrial fibrillation requiring cardioversion. The patient presented to the emergency department with st-segment elevation myocardial infarction and had two stents placed in the left anterior descending artery (lad). The patient went into ventricular tachycardia arrest, was shocked and returned to spontaneous circulation. An intra-aortic balloon pump (iabp) was placed, and the patient was sent to the unit. However, the patient became worse and was placed on an impella cp device. The iabp was removed. Three days after start of the impella mcs, the patient went into atrial fibrillation with rapid ventricular response requiring cardioversion. The plan was noted to optimize the lad stents, decannulate ECMO and if all goes well explant the impella cp device which was completed two days later. The patient had improved ejection fraction of 55%.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.